Event description:
It was reported that the 9800 system intermittently presents a communication error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and foot switch. It was also noted that the left monitor has failed during testing. Replacement the left monitor and reloaded the cal files. The system was tested and found to be working as intended and placed back into service.